Event description:
The customer reported, the device failed operational test. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed operational test. There was no pt involvement. The device was evaluated at philips. The reported symptom was duplicated. The therapy pca was faulty and replacement resolved the symptom. The device passed all testing and was returned to the customer.